Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she fell asleep while changing the set. Customer woke up to the device screen for fill tubing. Customer's blood glucose was 519 mg/dl and her blood glucose was in the 400 mg/dl range all night. The customer treated with two 10-unit manual insulin injections. Customer had a colonoscopy. Customer declined troubleshooting for high blood glucose. Customer was assisted with prime. Customer will not be returning the device for analysis.